Event description:
It was reportd during a rotational atherectomy procedure that the wire fractured during the procedure. The lesion was accessed using a choice guidewire. The wire was changed to a rotawire and the lesion ablated seven times with a 1.5mm burr. The burr was exchanged for a 2.00mm burr and the lesion ablated twice. The wire was changed to choice again to complete the procedure. An intravascular ultrasound catheter was inserted but could not be passed. The physician then attempted balloon angioplasy but he was unable to cross the lesion. Consequently, ablation was performed again with the 1.5mm bur. When the rotawire was removed for exchange with choice it had fractured. The fractured wire was removed with a snare. There was no pt complication and pt status is listed as 'good'.